Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. The visual inspection revealed that one mounting pin of the yaw pulley is missing. Size of missing piece is approximately 1,5mm x 1,5mm. Additional observation related to the customer reported complaint: the instrument was found to have a broken conductor wire within the monopolar yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The instrument was found to have a dislodged yaw crimp. The complaint regarding a broken instrument wire was confirmed by failure analysis. Common causes of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. Cause of broken instrument conductor wire - monopolar in this case are likely related to the primary failure and is attributed to damage through external collisions, during use, or during reprocessing. Cause of dislodged yaw crimp in this case are likely related to the primary failure and is attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.